Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The product was returned with the membrane completely unfolded. No sheath returned with the device. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The evaluation could not confirmed the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limit in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation. Complaint ID #(B)(4).

Event description:
It was reported that immediately after insertion of the trp4046 intra-aortic balloon (iab), backflow due to balloon rupture was confirmed, and the device was removed. Another trp40 was then inserted. There was no health risk to the patient. Mild calcification and severe vascular tortuosity were noted.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. The product was returned with the membrane completely unfolded. No sheath returned with the device. Blood was observed on the exterior of the iab. However, no blood was observed inside of the returned iab. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The evaluation could not confirmed the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.